Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 330 mg/dl. The customer revert to backup plan and her blood glucose level is establishing at time of call. The customer was advised how to fill reservoir of insulin. The customer stated that there is no significant events occurred. Customer confirmed that pump and a new set and reservoir were not available at time of call. The customer will call back later.